Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient passed away from a rare blood disease. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from the physician but no additional information was available.